Event description:
On (B)(6) 2011 the patient was implanted with a gore® tag® thoracic endoprosthesis (tag4520/8373961) to treat a type b uncomplicated aortic dissection which began in the descending thoracic aorta and ended at the infrarenal level of the abdominal aorta. On (B)(6) 2011 the patient was implanted with an additional gore® tag® thoracic endoprosthesis (tag4515/8096394). The reason for this procedure is not known. The patient tolerated this procedure and was discharged form the hospital on (B)(6) 2011. On (B)(6) 2013 the patient was implanted with a gore® tag® thoracic endoprosthesis (tag4020/11448075) to treat a dissection. During this procedure an aneurysm was also discovered. Additionally the following aortic branch vessels were implanted with balloon expandable stents: left common carotid artery, left subclavian artery and right subclavian artery. The patient was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the device has not been evaluated in patients with acute and chronic dissections. Potential device or procedure related adverse events include reoperation.

Manufacturer narrative:
Patient medications: amlodipine, simvastatin, indapamina, valsartan, and atenolol. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. An imaging evaluation is currently in progress.